Manufacturer narrative:
Product complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Summary of op notes by ethicon medical safety: previous history includes multiple abdominal procedures including a right colectomy and radical prostatectomy with postop radiation. Before the procedure bilateral ureteral catheters were placed by a urologist. There were multiple adhesions and in the process of lysing these a small bowel injury occurred and repaired later in the procedure.. This procedure was then performed robotically. An incision was made in the rlq to later remove the specimen and perform the resection. Gia staplers were used on the bowel as well as the ligasure device. The sigmoid colon was pulled through the rlq incision. The colovesical fistula was identified, the bladder dissected off the colon with electrocautery, and the gia stapler used to resect the colon that had been attached to the bladder. No sutures were placed in the bladder after filling it with 300cc of sterile water and seeing no leak. A 29 stapler was used to reapproximate the colon but no specifics of the technique were described. A leak test was performed with air and no leak was found. The small bowel had already been repaired earlier in the procedure with a 2 layer closure and was re inspected. Routine closure of the incision was performed.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product code and lot/batch number of the device available? What were the indications for colectomy and the etiology of the small bowel injury? Can information be provided on any patient comorbidities? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Can detailed operative notes be provided? What was done to address the rectal bleeding? Was the patient admitted? If so, what treatment over the next two days? What was the total estimated blood loss (ml)? What was the specific indication for the diagnostic laparoscopy? Where was the bowel perforation identified in relation to the staple line? What was done to address the bowel perforation? Were there any issues noted with staple formation at any point throughout the care of the patient? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? See attached facility medwatch # 360163-2019-001. (B)(4).

Event description:
It was reported that the facility reported the doctor performed a robotic assisted laparoscopic sigmoid colectomy and small bowel injury repair on (B)(6) 2019 where the doctor used an unknown endoscopic curved intraluminal stapler. The patient was discharged from the hospital on (B)(6) 2019. The patient returned to the emergency room on (B)(6) 2019 with rectal bleeding. On (B)(6) 2019, the patient returned to surgery for a diagnostic laparoscopy which identified bowel perforation. The patient went into septic shock on (B)(6) 2019. On (B)(6) 2019, the family withdrew care and the patient later passed away.